Event description:
Reportable based on device analysis completed on 07-feb-2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, 16x3.50mm, concentric and de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified right coronary artery. After a 6f 3.5 non-bsc guide catheter and a non-bsc guidewire crossed the lesion, predilatation was performed with a 2x10 non-bsc balloon catheter leaving 70% residual stenosis. A 16 x 3.50mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR. : promus premier select ous mr 16 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage, with stent struts lifted. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.